Event description:
Account complaint was head function and hi/lo function were not working.

Manufacturer narrative:
Technician found the hydraulic motor was working, but no function. Tech replaced o-ring and cleaned valves on both functions and tested. Functions working properly. Resolution: replacing o-rings and cleaning valves.